Event description:
It was reported the penta lead had migrated and confirmed via x-ray and unable to provide effective therapy. Surgical intervention was undertaken wherein the penta lead was explanted and replaced with two octrode leads. Reportedly effective therapy was restored.

Manufacturer narrative:
B3-date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.